Event description:
The patient's son contacted lfs on his behalf, alleging that his one touch fasttake meter was prompting the error 2 message. The patient visited his physician's office, as he was unable to test. The pt was not experiencing any symptoms and did not receive treatment. The pt did not allege harm. There is no indication that the pt experienced injury or medical intervention. The technical service rep confirmed that the pt had been using correct testing techniques and the test strips were in good condition. The tsr walked the pt's son through pressing the m button and inserting a test strip and the meter prompted the error 2 message. Based on the info supplied by the pt's son, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.